Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the tip of the cutter was broken. It was further determined that the device had excessive force applied during use from lateral side to side force. The device operating manual states that forceful side loading of the cutting burr may cause fracture of the device. Therefore, the reported condition was confirmed. Review of the device history record(s) showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. The assignable root cause was determined to be due to improper handling and related to the user. Corrected data, d10, the date the device was returned to the manufacturer was reported as may 26, 2021 in the initial report and has been updated to june 17, 2021.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. Concomitant medical devices and therapy dates: cutter device, (B)(6) 2021. Reporter¿s phone number was not provided UDI: (B)(4).

Event description:
This is report 1 of 2 for the same event. It was reported from (B)(6) that during a craniotomy hematoma removal procedure, it was observed that the two cutter devices broke during drilling. According to the reporter, part of the skull was removed and the surgeon was making a hole for the screw insertion. It was reported that the procedure was completed without surgical delay. It was not reported whether a spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.